Manufacturer narrative:
(B)(4). Analysis description: final analysis found lead insulation degradation at 4.6 cm from the connector pin. The damage found likely resulted in the reported noise. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited intermittent noise, which led to pacing inhibition. The lead was explanted and replaced. There were no adverse consequences to the patient.